Event description:
It was reported that during the procedure for treatment of the moderately tortuous, heavily calcified, mid left circumflex artery, pre-dilatation was performed using a 2x12 unspecified balloon. A 2.75x18 rx xience prime stent was deployed at the target lesion and a proximal edge dissection occurred. A 2.75x15 xience prime stent was deployed to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.